Manufacturer narrative:
The customer's report was observed and attributed to an integrated circuit on the central processor unit board. The bootloader software loaded onto the component was found to be corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.